Event description:
It was reported that the patient experienced an allergic reaction on the arm while wearing the pod between 5 and 24 hours. The pod did not adhere to the skin and a new pod was applied.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 46 first prime pulses, deactivating before the start of second prime. Inspection of the device found no damages or deficiencies that would contribute to the reported skin condition. The cause of the reported skin condition could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.